Event description:
Revision left thr for dislocation acetabular shell & liner revision see communication log for information available. Update: dislocation occurred between a competitor head and stryker liner.

Manufacturer narrative:
An event regarding revision for an unspecified reason involving an unknown trident shell was reported. The event was not confirmed. Method & results: -device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted shell and liner in an assembled condition with blood and tissue on them. There is no obvious damage on the shell. No conclusion can be drawn from the picture. -medical records received and evaluation: a review of the provided medical records was deemed insufficient by a clinical consultant indicated: "cannot confirm event, need additional information; primary and revision operative reports, clinical and past medical history, additional serial x-rays." -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the revision surgery was due to multiple dislocation between a competitor head and a stryker liner. The trident shell was also revised for an unspecified reason. The exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re- opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision left thr for dislocation acetabular shell & liner revision.